Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. The patient presented with chest pain and an EKG revealed an anterior st segment elevation consistent with an anterior myocardial infarction (mi). Angiography revealed mild to moderate calcification of the proximal left anterior descending (lad) artery. The 95-99% stenosed lesion was pre-dilated with a non bsc 2.5x12mm balloon at 4-6 atms. A taxus express2 2.5x12mm drug eluting stent was deployed at 9 atms. Nitroglycerin was then administered. A 2.5x8mm balloon, unknown type, was used for post dilatation at 12 atms. Angiography revealed a pt lad with normal flow. Reopro was administered during this procedure. The patient was discharged on zocor, tofranil, prevacid, ecotrin, plavix, altace, toprol and nitrol. No additional injuries or complications were reported. Fourteen months post stent implantation the patient presented with an acute anterior wall mi and total thrombotic occlusion of the previously placed stent in the lad. Heparin and reopro were administered. An export catheter performed multiple aspirations. Multiple doses of nitroglycerin were administered. Once normal flow was reestablished and the patient was stable, ivus confirmed that the stented segment was extremely calcified, but the stent was well apposed throughout. The pt was referred for coronary artery bypass grafting (CABG) due to triple vessel disease.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unknown, a review of the mfg records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.